Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the day after intra-aortic balloon (iab) insertion there was a ¿rapid gas loss¿ alarm generated. There was no injury reported to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. The returned sheath was not a maquet product. The pressure tubing was also returned. The three way stopcock was found to have a crack on the female leur. The stopcock was returned attached to the pressure tubing and y-fitting. The damage found on the stopcock has no relation to the reported failure. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the day after intra-aortic balloon (iab) insertion there was a ¿rapid gas loss¿ alarm generated. There was no injury reported to the patient.